Manufacturer narrative:
The event of "exposure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: exposure.

Event description:
Patient reported "hole in the implant" and "the device came out of the incision". Later healthcare professional reported "exposed implant". Patient was treated with washout procedure. This record is for the left side. Device remains implanted.

Event description:
Patient reported "hole in the implant" and "the device came out of the incision". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and wound dehiscence.